Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of right essure / migration / perforation'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding') and genital haemorrhage ('general abnornal bleeding') in a 28-year-old female patient who had essure (batch no. B40014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids on (B)(6) 2015, pelvic discomfort on (B)(6) 2015, otalgia on (B)(6) 2015, weight fluctuation on (B)(6) 2014, adhd on (B)(6) 2013, malaise, uterovaginal prolapse, breast lump, mastodynia, uterine bleeding, endometriosis of pelvic peritoneum, right lower quadrant pain, cyst breast, acute vaginitis, multigravida, parity 3, tubal ligation, sexually active, anemia, iron deficiency, atypical squamous cells of undetermined significance, low grade squamous intraepithelial lesion, rectal bleeding, rectal pain and mastectomy. Previously administered products included for an unreported indication: xanax from (B)(6) 2013 to (B)(6) 2018, iron from (B)(6) 2013 to (B)(6) 2016, motrin on (B)(6) 2013, loratab on (B)(6) 2013, iud from (B)(6) 2012 to (B)(6) 2012 and depo provera. Concurrent conditions included pain in hip since (B)(6) 2016 and attention deficit disorder since (B)(6) 2013. Concomitant products included allergy medication since (B)(6) 2017, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2013, carbamazepine from (B)(6) 2016 to (B)(6) 2016, estrogens conjugated (premarin) since (B)(6) 2016, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2013 to (B)(6) 2014, ibuprofen since (B)(6) 2017, influenza vaccine inact sag 3v (fluvirin) from 2014 to 2015, metoclopramide (reglan) since (B)(6) 2016, phentermine from (B)(6) 2016 to (B)(6) 2016, prednisone from (B)(6) 2015 to (B)(6) 2015 and sucralfate (carafate) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced abdominal distension ("bloating"), 1 month after insertion of essure. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)") and contrast media allergy ("CT and MRI dye allergy / allergy to dye"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental conditions"), visual impairment ("vision problems"), nervous system disorder ("neuro condition/prob") and gastric disorder ("stomach problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation:(B)(6) 2014 and hysteractomy (partial),salpingectomy (bilateral), d and c). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, genital haemorrhage, psychological trauma, urinary tract disorder, bladder disorder, vaginal infection, gastrointestinal disorder, tooth disorder, hormone level abnormal, visual impairment, nervous system disorder, contrast media allergy, gastric disorder and abdominal distension outcome was unknown and the menorrhagia, vaginal haemorrhage, dyspareunia, vaginal discharge, fatigue and weight increased had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, contrast media allergy, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastric disorder, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013.received treatment for perforation nos, dysmenorrhea, pelvic pain female, abdominal pain, back pain, dyspareunia, apareunia, menorrhagia, metrorrhagia, genital bleeding, bladder disorders, urinary disorders, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorders,, dental disorder, hormonal imbalance, neurological disorder nos, vision problems, weight gain, stomach problems and contrast media allergy.the rightfallopian tube was then identified and essure coil wasdeployed with three coils visible bilaterally diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - on (B)(6) 2014: essure wires in place with occluded tubes on the right andleft..ultrasound scan - on (B)(6) 2015: pelvic mass: 01oct2015 received a f/u u/s today. U/s findings were unremarkable. Patient stillcomplains of rlq pain and tenderness, particularly during intercourse, this can be positional and atother times does not get relief from change. Patient has a hx of endometriosis, referred to gi specialist..x-ray - on (B)(6) 2016: states it shows that essure is in wrong place (has picture of x-ray) c/o severe hippain on right side getting worse since last visit. Lot number: b40014 manufacture date: 2013-05 expiration date: 2016-05 quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 14-oct-2019: quality-safety evaluation of ptcincident:we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of right essure / migration / perforation'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (batch no. B40014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids on (B)(6) 2015, pelvic discomfort on (B)(6) 2015, otalgia on (B)(6) 2015, weight fluctuation on (B)(6) 2014, adhd on (B)(6) 2013, malaise, uterovaginal prolapse, breast lump, mastodynia, uterine bleeding, endometriosis of pelvic peritoneum, right lower quadrant pain, cyst breast, acute vaginitis, multigravida, parity 3, tubal ligation, sexually active, anemia, iron deficiency, atypical squamous cells of undetermined significance, low grade squamous intraepithelial lesion, rectal bleeding, rectal pain and mastectomy. Previously administered products included for an unreported indication: xanax from (B)(6) 2013 to (B)(6) 2018, iron from (B)(6) 2013 to (B)(6) 2016, motrin on (B)(6) 2013, loratab on (B)(6) 2013, iud from (B)(6) 2012 to (B)(6) 2012 and depo provera. Concurrent conditions included pain in hip since (B)(6) 2016 and attention deficit disorder since (B)(6) 2013. Concomitant products included allergy medication since (B)(6) 2017, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2013, carbamazepine from (B)(6) 2016 to (B)(6) 2016, estrogens conjugated (premarin) since (B)(6) 2016, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2013 to (B)(6) 2014, ibuprofen since (B)(6) 2017, influenza vaccine inact sag 3v (fluvirin) from 2014 to 2015, metoclopramide (reglan) since (B)(6) 2016, phentermine from (B)(6) 2016 to (B)(6) 2016, prednisone from (B)(6) 2015 to (B)(6) 2015 and sucralfate (carafate) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced abdominal distension ("bloating"), 1 month after insertion of essure. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)") and contrast media allergy ("CT and MRI dye allergy / allergy to dye"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental conditions"), visual impairment ("vision problems"), nervous system disorder ("neuro condition/prob") and gastric disorder ("stomach problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation: (B)(6) 2014 and hysteractomy (partial),salpingectomy (bilateral), d and c). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, genital haemorrhage, psychological trauma, urinary tract disorder, bladder disorder, vaginal infection, gastrointestinal disorder, tooth disorder, hormone level abnormal, visual impairment, nervous system disorder, contrast media allergy, gastric disorder and abdominal distension outcome was unknown and the menorrhagia, vaginal haemorrhage, dyspareunia, vaginal discharge, fatigue and weight increased had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, contrast media allergy, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastric disorder, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013. Received treatment for perforation nos, dysmenorrhea, pelvic pain female, abdominal pain, back pain, dyspareunia, apareunia, menorrhagia, metrorrhagia, genital bleeding, bladder disorders, urinary disorders, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorders,, dental disorder, hormonal imbalance, neurological disorder nos, vision problems, weight gain, stomach problems and contrast media allergy. The right fallopian tube was then identified and essure coil was deployed with three coils visible bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: essure wires in place with occluded tubes on the right and left. Ultrasound scan on (B)(6) 2015: pelvic mass: (B)(6) 2015 received a f/u u/s today. U/s findings were unremarkable. Patient still complains of rlq pain and tenderness, particularly during intercourse, this can be positional and at other times does not get relief from change. Patient has a hx of endometriosis, referred to gi specialist. X-ray on (B)(6) 2016: states it shows that essure is in wrong place (has picture of x-ray) c/o severe hip pain on right side getting worse since last visit. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case became incident, event injury nos was replaced with new events perforation nos, dysmenorrhea, pelvic pain female, abdominal pain, back pain, dyspareunia, apareunia, menorrhagia, metrorrhagia, genital bleeding, bladder disorders, urinary disorders, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorders, dental disorder, hormonal imbalance, neurological disorder nos, vision problems, weight gain, stomach problems, contrast media allergy and breast removed. Removal date of essure, reporter detail and date of birth of patient updated. On (B)(6) 2019: lot number added. New events ( vaginal bleeding and bloating) added. Reporters, concomitant medication and medical history updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.